Event description:
On (B)(6) 2016, a perceval valve pvs21 was implanted. On (B)(6) 2021, the patient was hospitalized for left cardiac decompensation with discovery of degeneration of the perceval bioprosthesis. On (B)(6) 2021, the cardiac ultrasound showed degeneration of the perceval valve. A tavi was scheduled on (B)(6) 2021 to treat the patient.

Event description:
On (B)(6) 2016, a perceval valve pvs21 was implanted. On (B)(6) 2021, the patient was hospitalized for left cardiac decompensation with discovery of degeneration of the perceval bioprosthesis. On (B)(6) 2021, the cardiac ultrasound showed degeneration of the perceval valve. A tavi was scheduled on (B)(6) 2021 to treat the patient.